Manufacturer narrative:
Noriaki moriyama, m. F. (2020). Tavr with the new balloon-expandable sapien 3 ultra versus sapien 3 valve system. Pcr. Tokyo: pcronline.com. This report is 1 of 2 being submitted for this complaint. Reference mfg. Report no. 2015691-2020-11137. Per the instructions for use (IFU) complications such as cardiovascular injury, perforation dissection of vessels, ventricle, myocardium or valvular structures, are known potential complications associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien 3 valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve and root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The cause for ¿cardiac valve replacement complication¿ was not provided by the author and with limited information provided in the presentation is indeterminable. Patient factors/co-morbidities not provided in addition to the procedure itself may have contributed to the reported complications and subsequent conversion to surgery. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through our (B)(6) affiliate, a presentation was offered at the 2020 pcr tokyo conference, ¿tavr with the new balloon-expandable sapien 3 ultra versus sapien 3 valve system¿. The study was from january 2018 to october 2019 and included 194 patients with s3 series. Ninety-seven patient received a sapien 3 valve and 97 patients received the ultra sapien 3 valve. The following events occurred in the sapien 3 ultra group study period: one coronary occlusion one conversion to cardiac surgery and 2 balloon ruptures. The balloon ruptures were previously reported to edwards. At the time of the 1st balloon rupture complaint in 2018, the device ultra delivery system (9630tf26) was not sold or marketed in the united states by edwards and was not similar to an edward's device marketed or sold in the united states. On this basis, this event was not MDR reportable. A report was submitted for the 2nd balloon rupture complaint in 2019, reference mfg. Report number 2015691-2019-03428. This complaint represents the patient who was converted to cardiac surgery.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Event description:
Additional information clarified that a ventricular perforation occurred and was attributed to the stiff guidewire puncturing the ventricle.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information and correction to the reported event. The following sections have been updated: b5 (describe event or problem) and h10 (narrative text). Per the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Per report, the cause for ventricular perforation was attributed to the guidewire. The patient was treated and stable. Patient factors/co-morbidities not provided in addition to the procedure itself may have contributed to the reported complications and subsequent conversion to surgery. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information received related to this presentation. The following sections of this report have been updated: b5 (describe event or problem), d4 (model number), f10 (patient code), h6 (conclusive code), and h10 (narrative text). Per the device instructions for use (IFU) pericardial effusion/cardiac tamponade are potential adverse events associated with the use of the thv procedure. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 valve. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. Cardiac tamponade is the compression of the heart due to increase fluid up in the pericardial sac (pericardial effusion) and is life threating condition. The pericardial sac surrounds the heart and allows the heart to expand and pump with ease. Because of the limited amount of space in the pericardial cavity, fluid accumulation will lead to an increased intrapericardial pressure which can negatively affect heart function. Pericardial effusion can be caused by a variety of local and systemic disorders, or may be idiopathic, it can be acute or chronic, and the time course of development has a great impact on the patient's symptoms. In thv patients, it may be caused by lv perforations, annular ruptures, aortic dissections or other cardiac injuries. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The cause for cardiac tamponade was not provided by the author and with limited information provided in the presentation is indeterminable. The patient was treated and stable. Patient factors/co-morbidities not provided in addition to the procedure itself may have contributed to the reported complications and subsequent conversion to surgery. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through our european affiliate, a presentation was offered at the 2020 pcr tokyo conference, updated information was provided. After implant of a 29mm sapien 3 ultra valve, the patient developed cardiac tamponade and pericardiocentesis was performed. The patient was converted to an open procedure. The patient was stable.